Event description:
According to the reporter: during the procedure the tweezers made a noise, after she was reassembled, the noise was continued, and the tip of tweezers were broken. There was no permanent damage. The event did not prolong the hospital stay. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).